Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported there was a failed proximal humeral internal locking system augmentation case. The surgeon observed one broken augmented screw and a second screw with a variation of the head. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.

Manufacturer narrative:
Product development evaluation was performed and reviewed xrays provided by the end user. The xrays indicate that one perforated screws broke. The implant was not explanted and not returned to depuy synthes. Therefore, it is not possible to determine the cause of failure.(B)(4)